Event description:
The customer reports that during the catheter insertion, the swg stayed stuck inside the introducer needle. It was impossible to move the swg inside the needle so the swg and needle were removed together. A new catheter was successfully inserted, another insertion site was used because of hematoma and collapsed vein. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).